Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.2, lab: 1.7. Patient's therapeutic range: 1.8-2.3 inr.